Event description:
It was reported that during a laparoscopic cholecystectomy procedure, there were jammed clips. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Advancer, lockout. The analysis results of the device found that it was received with two j shaped clips jammed in the jaws. The jaws were inspected and no burr was found. Upon evaluation, the tip of the advancer was noted broken. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. Additionally, the lockout mechanism was found to be broken as it was fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. The batch record was reviewed and no anomalies were noted during the manufacturing process.